Event description:
A surgeon reported an incomplete capsulotomy and micro tag. The surgeon reached in with forceps, grabbed centrally and when he pulled, it resulted in a radial tear during laser assisted cataract surgery. Add'l info has been requested.

Manufacturer narrative:
Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).